Manufacturer narrative:
Concomitant products: product ID: 977a260 serial# (B)(4), implanted: (B)(6 )2014, product type: lead. Product ID: 977a260 serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was patient injury. There were symptoms which included burning sensation, following a fall. The patient symptoms are located at the implantable neurostimulator (ins) location. For the last week prior to the report, the patient had been having a burning sensation and was wondering if that was normal. The patient felt like there was a burning under the skin and it had been really uncomfortable to have anything touching it. The incision was healed and didn¿t look red or anything. The patient was eight weeks out, clarified it was close to 12 weeks since getting the implant. The patient did fall the week prior, last friday, clarifying it was the week before on (B)(6) 2015. The patient went to the hospital and the say the patient. They did an x-ray and everything looked fine. The burning sensation started three days after the fall, which would have been (B)(6) 2015. The patient noted it felt like the burning sensation was underneath the ins battery. The patient had no issues with the top of the skin unless they rubbed up against something. The patient did tell the healthcare provider (hcp) and that they fell and they had an x-ray and everything was fine. The patient saw them on (B)(6) 2015. It was a constant burning sensation and the patient waited a couple of days to see if it had gone away. The patient noted that no, it hadn¿t gone away. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.